Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient reported that since implant they had not noticed the same therapeutic effect as they had with the trial and stated the 2 weeks prior to report the symptoms had been worse than in the beginning. Patient mentioned they had a pouch ostomy and stricture dilation the previous week and reported everything looked good. Patient called their healthcare provider who told them to call the manufacturer to help adjust settings. Patient had not adjusted settings since implanted. They were able to sync with their programmer on the call and they were on program 2. The patient stated stimulation was at 1.75v following unrelated surgery and they had increased to 2.05v since. Patient requested assistance changing to program 3 and during the call increased stimulation from 0.00v to 0.95v. Patient confirmed stimulation was strong but comfortable sitting, standing and walking. Patient mentioned they could not feel stimulation as much while standing. Stimulation considerations were reviewed. No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The reported cause of the patient not noticing the same effect since implant as they had during the trial likely had to do with their stricture, or possible some low level of pouch inflammation, which were reported to be unrelated/pre-existing. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.